Event description:
It was reported that the product was received damaged. The temperature marker was red which means the product cannot be used. The product was not used on any case.

Manufacturer narrative:
The device has not yet been returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If any further significant info is received, a supplemental report will follow.